Event description:
It was reported that during the procedure, it was found that the fiber interface was hot and blackened. The procedure was not completed due to this. There were no patient complications. This event is being reported for the device issue and for an aborted procedure with the patient under anesthesia or sedation status is unknown. This event is for the fiber.